Manufacturer narrative:
H.6. Investigation summary: two photos were received by our quality team for evaluation. The photos show a packaging blister, the top web and the bottom web. It can be observed like dust in the top-bottom web sealing area; therefore the incident can be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation this would have happened during the packaging process. The bottom web is formed to create a kind of nest and the part is placed in the "nest". Then the top web is placed, and the blister is sealed. In this case the dust could have fallen onto the web and it was not detected in the next processes. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter in the packaging. This was discovered before use. The following information was provided by the initial reporter: material no.: 305180, batch no.: 9078993. It was reported that the chemo techs discovered that the needles had dirt or grit like substance in the sterile packaging.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ blunt fill needle had foreign matter in the packaging. This was discovered before use. The following information was provided by the initial reporter: material no.: 305180 batch no.: 9078993. It was reported that the chemo techs discovered that the needles had dirt or grit like substance in the sterile packaging.